Event description:
Boston scientific received information that this right ventricular lead's insulation was believed to be accidentally cut by the physician. There was no x-ray imaging done to further verify the extent of the damage. The lead was explanted and was replaced with a new lead. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found, as mentioned in the complaint description. It is reasonable to assume, that the cuttings resulted from the surgery. Blood penetrated the lead. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.